Event description:
It was reported during a post approval study conducted in the united states, titled: (B)(4). Pt (B)(6) - experienced cellulitis fourteen days postoperatively. Cultures were not obtained from the surgical site infection. The date of event was not provided.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.